Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient went for an MRI yesterday, however they could not receive the scan due to the ins being depleted they are not being set into MRI mode. The patient originally stated that the battery was over discharged, however when arriving at the appointment the patient was charging their ins. The patient reported that they had experienced a decrease in therapeutic effect roughly a year ago. It was discovered that the patient had been experienced an increase in falls for the past year and a half period they noted that the worst fall had roughly been about 3 months ago when they fell off the back of a truck. When asked if they had spoken to the physician about their fall, they denied that they had. The patient stated that they had decreased their use of their stimulator over the past year with the last charge being on (B)(6) 2019 (discovered from interrogating the ins reports). The patient stated that they had not been charging due to not using the device. The patient was charging when the rep arrived at the appointment and the patient left the clinic at a 50 percent charge. Impedances were interrogated and all were within range. The issue was resolved at the time of the report. No surgical intervention occurred and it was unknown if any would be planned. No further complications were reported/anticipated.